Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m100 set. As the blood started to fill the circuit, the nurse notice the male luer lock on the venous line was broken and treatment was stopped. The patient did not have any blood loss and no medical intervention was required.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14d1005g shows that there is no manufacturing anomaly and no similar complaint reported for this lot. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved venous luer connector were provided. In the pictures, there is a crack at the venous male luer connector.